Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a cervical and thoracic scs system. The event is related to the pt's cervical system. It was reported the pt is experiencing pain at her cervical ipg site due to losing a significant amount of weight. The pt may undergo surgical intervention to address the issue.